Event description:
Medics attached the device to a patient diagnosed in cardiac arrest using disposable defibrillation electrodes. The device allegedly failed to display the patient's ECG and displayed a leads off message. Power was cycled and later the advisory button was pressed but the device reportedly did not display the patient's ECG. A backup AED was made available and used. No shocks were advised. CPR therapy was administered. The patient was delivered to the hospital with a pulse.